Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s current blood glucose level was 400 mg/d and 461 mg/dl. Customer stated that the insulin pump was suspended randomly. Customer also stated that the screen was scratched. The product will return for the analysis.